Event description:
It was reported that during an implant procedure, high impedance was seen. Troubleshooting with the accessory kit was performed and the pin was re-inserted multiple times. They re-attempted this troubleshooting while on the phone with livanova. They removed the pin, flushed with saline, and re-inserted (confirming it was past the setscrew connector block), and high impedance persisted. They tested the generator with a test resistor (running generator diagnostics) and still saw high impedance. It was concluded that this was likely a generator issue, so plans were made to obtain a back up generator for implant. It was later reported that the backup generator also showed high impedance. A test resistor pin was then tried again in the original generator, and impedance was within normal limits. It is believed that the pin was not inserted fully, so the lead was switched out and impedance was good. The first generator was implanted in the patient with a back up lead. This report is in regards to the high impedance seen on this generator when performing generator diagnostics with the test resistor. No other information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.